Event description:
It was reported that the ilet user experienced hyperglycemia after not announcing a breakfast meal, reaching 250 mg/dl, then peaking at 300 mg/dl after lunch before trending down to 250 mg/dl and subsequently returning to 150 mg/dl. The event involved user interaction with the device¿s user interface and was categorized as an improper or incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to announce meals, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.